Event description:
From translation of complaint: "the implant could not be screwed in. The version is probably not in order. It was something strange, but it was simply not possible to turn the implant"